Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 03, 2019 that a lighttrail 270um single use laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a auriga 30 watt laser console. According to the complainant, during the procedure, the laser fiber broke. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another lighttrail 270um single use laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: one lighttrail 270um single use laser fiber was returned broken in two pieces. The first piece measured approximately 253.3 cm from the top of the connector to the break. The second piece measured approximately 56.4 cm from the break to the distal tip. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a fracture. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on july 03, 2019 that a lighttrail 270um single use laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a auriga 30 watt laser console. According to the complainant, during the procedure, the laser fiber broke. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another lighttrail 270um single use laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.